Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. The patient has alleged to cough and difficulty breathing/short of breath. There was no report of patient harm or injury.  There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient has alleged to cough and difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Device was powered up and confirmed airflow using a known good power supply and power cord, verified the device provides airflow and the heater plate heats. An unknown dust contaminant on the bottom enclosure of the device. The humidifier top enclosure appeared to have an unknown dust contaminant on it, as well as the lid seal, bottom enclosure, side panel, and bottom panel. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed. No error was logged. Investigator can confirm that there was no presence of degraded sound abatement foam but presence od dust contaminant was observed on the bottom enclosure of the device. Section d4 model #, catalog #, serial # corrected. Section d8, d9, h2, h3 and h6 has been updated. Section h9 list correction/removal reporting number which was missed in previous report was captured.

Manufacturer narrative:
The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the initial report.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.). Section h1 was changed from malfunction to serious injury. Section h6 health effects - impact code was corrected.